Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2017. Esophagogastroduodenoscopy (egd) with balloon dilation under fluoroscopy was performed showing the device intact. Device explant due to moderate dysphagia occurred without issue on (B)(6) 2018. The patient's dysphagia has resolved as of (B)(6) 2018.